Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the ipg site had an open wound. In turn, the ipg was explanted, replaced and relocated (related manufacturer reference number: 300670581-2025-02884) and the open wound cleaned and closed. Infection was ruled out.

Manufacturer narrative:
Date of event is estimated.